Event description:
Dealer alleged that the capacitor has a short circuit. Per independent repair center statement, the reset button keeps popping out. The key failure was the capacitor having a short circuit. Additional malfunctions were the dirty inlet filter, noisy cooling fan, zip tie of the manifold which was replaced and the manifold being stuck.